Event description:
*It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no reported patient consequences.